Manufacturer narrative:
Investigation results: the visual inspection on the returned power supply showed no visible non-conformities. The returned power supply was hooked up to a reference hemopro device and dc extension cable for a functional test. Upon power supply switch activation on power supply, both green leds had been illuminated on power supply. The hemopro switch was then activated and energized the heater on jaw to produce steam. This test was conducted several times while moving the power supply cord; again power supply delivered energy to hemopro. The complaint for power supply had intermittent power intermittently from the power supply is not confirmed. (B)(4).

Event description:
The hospital reported that prior to an endoscopic vein harvesting procedure, the hemopro power supply had intermittent power. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Maquet field clinical representative arrived at the site to troubleshoot on 04/29/2009 and discovered that the cord from the power supply to the wall (not the hemopro cable) was contributing to the problem so that the power supply light was blinking on and off.